Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (bladder/ urinary tract/vaginal) type:pid'), device dislocation ('migration/ migration of essure device location of device: unknown-right coil not located') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux disease, helicobacter pylori infection and seasonal allergy. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmennorhea, (cramping)"). In 2006, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2008, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("urinary tract infection") and skin mass ("lumps on body") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, menorrhagia, anxiety, urinary tract infection, hormone level abnormal, weight decreased and skin mass outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic inflammatory disease, pelvic pain, skin mass, urinary tract infection and weight decreased to be related to essure (ess205). The reporter commented: the plaintiff received treatment for urinary tract infection. The patient did not have her essure removed nor is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: unilateral occlusion (left tube occluded), migration of essure device. No coil was found in the right tube. Imaging procedure - on (B)(6) 2006: essure confirmation test(s) (unspecified) bilateral occlusion, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-apr-2021: mr received. Reporter information, patient medical history added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (bladder/ urinary tract/vaginal) type:pid'), device dislocation ('migration/ migration of essure device location of device: unknown-right coil not located') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastroesophageal reflux disease, helicobacter pylori infection and seasonal allergy. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmennorhea, (cramping)"). In 2006, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2008, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("urinary tract infection") and skin mass ("lumps on body") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, menorrhagia, anxiety, urinary tract infection, hormone level abnormal, weight decreased and skin mass outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic inflammatory disease, pelvic pain, skin mass, urinary tract infection and weight decreased to be related to essure (ess205). The reporter commented: the plantiff received treatment for urinary tract infection. The patient did not have her essure removed nor is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: unilateral occlusion (left tube occluded), migration of essure device. No coil was found in the right tube. Imaging procedure - on (B)(6) 2006: essure confirmation test(s) (unspecified) bilateral occlusion, migration. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 26-apr-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), urinary tract infection ("urinary tract infection") and skin mass ("lumps on body") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the device dislocation, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, allergy to metals, psychological trauma, urinary tract infection, hormone level abnormal, weight decreased and skin mass outcome was unknown. The reporter considered abdominal pain, allergy to metals, device dislocation, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, skin mass, urinary tract infection and weight decreased to be related to essure (ess205). The reporter commented: the plantiff received treatment for urinary tract infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2006: essure confirmation test(s) (unspecified) bilateral occlusion, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet received: event ¿ injury¿ was replaced with pelvic pain. Events added- device dislocation, abdominal pain, menorrhagia, genital haemorrhage, allergy to metals, psychological trauma, urinary tract infection, hormone level abnormal, weight decreased, skin mass. Lab data added. Reporter information, patient details, product indication updated. Insertion date updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic inflammatory disease ('infection (bladder/ urinary tract/vaginal) type:pid'), device dislocation ('migration/ migration of essure device location of device: unknown-right coil not located') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced device dislocation (seriousness criterion medically significant). In (B)(6) 2006, the patient experienced dysmenorrhoea ("dysmennorhea, (cramping)"). In 2006, the patient experienced pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2007, the patient experienced pelvic inflammatory disease (seriousness criteria medically significant and intervention required). In 2008, the patient experienced anxiety ("psych injury/ psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), allergy to metals ("nickel allergy"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("urinary tract infection") and skin mass ("lumps on body") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). Essure (ess205) treatment was not changed. At the time of the report, the pelvic inflammatory disease, device dislocation, genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, allergy to metals, menorrhagia, anxiety, urinary tract infection, hormone level abnormal, weight decreased and skin mass outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, device dislocation, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic inflammatory disease, pelvic pain, skin mass, urinary tract infection and weight decreased to be related to essure (ess205). The reporter commented: the plantiff received treatment for urinary tract infection. The patient did not have her essure removed nor is currently planning for removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2006: unilateral occlusion (left tube occluded), migration of essure device. No coil was found in the right tube. Imaging procedure - on (B)(6) 2006: essure confirmation test(s) (unspecified) bilateral occlusion, migration. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2019: new pfs received- new events added: infection (bladder/ urinary tract/vaginal) type: pid, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse).reporter information were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.